Manufacturer narrative:
Follow-up #1: date of submission 07/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/20/2016 with the following findings: during investigation, the keypad cover was intact and all the buttons were responsive to user presses during the investigation. The keypad cover was removed and there was no contamination found under the contacts. The original complaint of the under responsive up/down and ok buttons was unable to be duplicated. The pump was opened to inspect the keypad flex. The keypad flex was found to be fully seated in the connector with the latch closed. There was no evidence of moisture found internally. Unrelated to the original complaint, the audio bolus button cover was found to be damaged but still responsive to user presses. Additional, the battery compartment was found to be cracked below the bumper.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the up, down and ok arrow buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.